Event description:
It was reported via repair work order that the customer alleged that when they plugged in the bed, it would spark. Upon further evaluation by the service technician, the spark could not be duplicated, although they did observe arcing on one prong. The ground path was compromised as the power cord had a loose prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.